Event description:
Related manufacturer reference number: 2017865-2023-10049, related manufacturer reference number: 2017865-2023-10051. It was reported that the patient presented at the outpatient department due to the patient's pacemaker pouch was broken. It was noted that the pacemaker, right ventricular (rv) lead and right atrial (ra) lead were eroded through the pacemaker pouch and infection was discovered. The pacemaker, rv lead and ra lead were explanted due to pacemaker pocket erosion and infection. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.